Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. Additional information was received from the company representative. The company service representative received and tested the phacoemulsification handpiece. However, what tests were performed on the phaco handpiece remains inconclusive. The phaco handpiece was then returned to the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was no transmission of phacoemulsification power to the handpiece during a cataract procedure. An alternate handpiece was used to complete the procedure. There was no system message. There was no patient harm.